Event description:
The patient reported that she applied the pod at 3:15 am, on (B)(6) on her abdomen. At 7:00 am, her blood glucose measured 424 mg/dl, she had moderate ketones, and she fell. She went to the hospital due to headache and palpitations. She received an infusion, felt better and went home.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospital visit. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l (250 mg/dl) mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l (250 mg/dl), but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 13.9 mmol/l (250 mg/dl), follow the treatment advice of your healthcare provider."